Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and the device was found to be below the expected limits. No sources of high current were found during bench, automated electrical, temperature and humidity tests. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was explanted due to premature battery depletion.